Event description:
An aneurx aortic cuff stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. The aneurysm was described as small bubble-like approximately 7 mm below the renal artery. A bifurcated stent graft or any other stent grafts were not implanted. It was reported that during a routine follow-up visit there was disease progression noted in the aorta which resulted in a pseudoaneurysm distal to the stent graft. The physician believes this is due to loss of distal fixation related to the use of the aortic cuff as a tube graft. Two endurant 20x20x82 stent graft extensions were implanted distally and the pseudoaneurysm was successfully excluded. No additional clinical sequelae were reported, and the patient is fine. Exact date of event is unknown.

Event description:
(B)(4)

Manufacturer narrative:
(B)(4). Results: loss of seal zone. Disease progression, pseudoaneurysm. A bifurcated stent graft was not used for repair of an abdominal aortic aneurysm. Conclusions: disease progression, pseudoaneurysm. A bifurcated stent graft was not used for repair of an abdominal aortic aneurysm.